Manufacturer narrative:
Event date: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported loss of therapy and return of symptoms. The patient reported she was in worse pain than what she was in when she had the implantable neurostimulator (ins) implanted. The patient reports it just hit her bad. If she moves it hurts and this is the same pain as her baseline symptoms. The patient reported that after implant, it helped with her pain down the leg and the pain down her pelvic bone disappeared, but now the pain in the pelvic bone is back. Additionally, the patient reported that back in the (B)(6) time frame she fell directly on her back but it didn¿t do anything, it just buzzed a little bit and the patient did not feel it after that. The patient also mentioned she has neuropathy and she doesn't feel a whole lot "but this thing reached out and grabbed me last week and it hasn't let go yet". The pain takes her breath away. It is not a small sensation or buzzing, it is just there, and the more she moves the worse it gets. The patient has been taking motrin for about a week and it seems to "knock it" for a few hours but then it comes back again. The patient is able to change stimulation and she can turn it high or low. The patient did not have the patient programmer with her during the call and declined assistance with using the patient programmer. The patient reported she was going to try "running this thing up" however she states she doesn't want to run it up too much because, if she is driving and moves a certain way, it may stimulate too much and will shock her and she doesn't want this to happen. The patient was redirected to their healthcare provider (hcp). The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.